Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m341 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m341 shows no trends. Trends were reviewed for complaint categories, alarm #53: return line air detected and drive tube leak/break. No trends were detected for these complaint categories. At the time of this report, the analysis of the returned kit and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). H.m. 19 jan 2024

Event description:
The customer contacted mallinckrodt to report that they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #53: return line air detected. The customer disconnected the return line from the patient and performed a saline bolus to remove the air from the line. The customer reported the ecp treatment was aborted due to the air in the return line. The customer reported when removing the kit, they observed a blood leak around the drive tube. The customer reported the patient was in stable condition and no residual blood within the kit was returned to the patient. The customer provided photographs and will return the kit for investigation.

Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Evaluation of the customer provided photographs verify the drive tube leak as blood residue is visible on the drive tube overmold, where the tri-connector and tubing are bonded together. A material trace of the drive tube used to manufacture lot m341 did not find any non-conformances. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This kit lot passed all lot release testing. The smart card was not returned for evaluation; therefore, the reported alarm #53: return line air detected could not be confirmed. A potential cause of a drive tube leak is due to an insufficient bond between the drive tube and tri-connector joint; however, this could not be verified based on photographs provided. The root cause for the reported drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). H.m. (B)(6) 2024